Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu flo luer activated set leaked. This was observed during an operation. After the surgery finished, the patient was transferred to the ward and the set was found with leakage. The set was wrapped with tape; however, this did not resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information received: a1 (update from unknown to none), a2, a3, a4, a5, a6, (update from ni to n/a), b5, d9, d10 (update to n/a and remove the therapy date), h3, h4, h6 (add investigation codes and update impact code from f26 to f27), and h10. B5: clarification was received stating there was no patient involved in this event, the issue occurred during priming the IV (intravenous) set before connecting it to the patient (previously reported as the issue occurred during a surgical procedure on a patient). H4: the lot was manufactured in july 2022. H10: the actual sample was received for evaluation; the sample was enclosed in the original packaging. The visual inspection of the returned unit revealed a disconnection between the tube and the y-connector, which caused the leak. The reported condition was verified. The cause of the condition was improper solvent application by the operator during the manual step of the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.